Event description:
In 2008, the pt reported that she was hospitalized on a week earlier, and diagnosed with ketoacidosis, and her blood glucose was over 700 mg/dl. Her normal blood glucose level is less than 150 mg/dl. She believes her infusion device was delivering insulin "sporadically." She stated that she changed her infusion site on nine days prior to original date, due to elevated readings, and on eight days prior to original date, she felt nauseous, and was not eating, and she believed she had a stomach virus. She did not test her blood glucose. She stated that she was "throwing up every 5 minutes" during the night, and on the next day, her daughter took her to the emergency room. She stated that she was very weak, and was treated with IV fluids, and she connected to her backup infusion device. While in the hospital, she programmed a bolus of 3 units into the air, and no insulin was delivered. She stated that she inserted a cartridge of water into the infusion device, and when a bolus was programmed "it works sometimes, and sometimes it doesn't." She stated that the water filled cartridge currently contains 180 units according to the lines on the cartridge, but the infusion device shows 147 units remaining. Time and basal rate settings were reviewed, and confirmed to be accurate. She stated that she sometimes experienced air bubbles in her insulin cartridges, but she primes them out prior to connecting to her infusion site. Product was replaced, and requested to be returned for eval.